Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the lcp drill bit broke. There was no impact to the procedure and the operation was completed successfully. The broken fragment was discarded of. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained drill bit shows that the tip of the instrument broke off. The lcp drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities, unfortunately the broken part was not returned. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. As this instrument is more then 7 years old, we suppose that the damages were caused due to normal wear and tear over the years. No product fault could be detected.